Event description:
Difficulty inserting sheaths at left common femoral artery. Seven fr cook flexor raabe-lot #3677557. Sheath came apart upon removal attempt. After many attempts made to retrieval sheath, operating room staff summoned for cut-down procedure.